Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on april 06, 2021 with lot number 2433675. Visual analysis of the returned device identified: underweight, broken shell, device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture on the right side. Rupture confirmed by MRI scan. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported rupture on the right side. Rupture confirmed by MRI scan. The device has been explanted.